Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Imdrf device code a050702 captures the reportable event of loop unable to cut. Block h11: the returned rotatable snare was analyzed. The device was returned, it was observed that the working length and wire were kinked at the proximal section (strain relief). The loop was also able to be extended. However, continuity and electrical testing were performed, and the device was found to be within specification. No other problems with the device were noted. The reported events of unable to deliver energy and loop unable to cut were not confirmed. It was found that the working length and the wire were kinked at the proximal section (strain relief). These issues likely occurred due to the manner in which the device was handled and manipulated. Excessive manipulation of the device without sufficient care may have contributed to the defects observed. Based on the product analysis performed on the device, the continuity and electrical tests were found to be within specifications. Based on all available information, the probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific that a rotatable snare was used in the large intestine during endoscopic polypectomy and mucosal resection of the stomach and duodenum procedure for colonic adenoma performed on (B)(6) 2025. During the procedure, while inside the patient, there was poor puncture of resection of a 10mm and 23mm polyps. The procedure was completed with the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
It was reported to boston scientific that a rotatable snare was used in the large intestine during endoscopic polypectomy and mucosal resection of the stomach and duodenum procedure for colonic adenoma performed on (B)(6) 2025. During the procedure, while inside the patient, there was poor puncture of resection of a 10mm and 23mm polyps. The procedure was completed with the original device. There were no patient complications as a result of this event.